Event description:
According to the reporter, during a vertical gastrectomy, when using the second reload, after firing, when trying to retract the scalpel, it did not retract, the device locked onto tissue. Then, an attempt was made to disconnect the power handle from the adapter and reconnect it, but nothing happened. The power handle was restarted with the same result. Finally, it was tried with a retraction key. The retraction key broke, and a second key was used. The reload was advanced to the end again. A click was heard, and then it was retracted with the retraction key. A manual retraction wrench was used. Finally, the scalpel was retracted without any apparent damage in the reloading or in the staples. The surgical time was extended by 20 minutes due to device issue.

Manufacturer narrative:
D10 concomitant product: sigtrsb60amt 60mm med thk reinforced rel (lot#:n4c2164y); sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigmret, sig power sigmret manual retract tool (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a vertical gastrectomy, when using the second reload, after firing, when trying to retract the scalpel, it did not retract, the device locked onto tissue. Then, an attempt was made to disconnect the power handle from the adapter and reconnect it, but nothing happened. The power handle was restarted with the same result. Finally, it was tried with a retraction key. The retraction key broke, and a second key was used. The reload was advanced to the end again. A click was heard, and then it was retracted with the retraction key. A manual retraction wrench was used. Finally, the scalpel was retracted without any apparent damage in the reloading or in the staples. The surgical time was extended by 20 minutes due to device issue. There was no patient injury.